Manufacturer narrative:
The customer¿s report of set leaked at the y-site was confirmed. Visual inspection of the set noted that macrobore tubing was completely separated from the smartsite inlet port below the lower fitment. Examination under magnification noted that both sides of the macrobore tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to the separation of the set. Dimensional analysis was performed and the tubing measured to be within specification. The root cause of the set leaking was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the macrobore tubing.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "when spiking infusion bag, medication squirts out of the top blue port (y-site connector)." An incomplete date of event of (B)(6) 2018 was provided. There was no patient harm. It was reported that the tubing set leaked at the y-site after spiking the IV bag. It is unknown whether there was patient involvement, however, it is clarified that if there was, there was no patient harm from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "when spiking infusion bag, medication squirts out of the top blue port (y-site connector)." An incomplete date of event of (B)(6) 2018 was provided. There was no patient harm. It was reported that the tubing set leaked at the y-site after spiking the IV bag. It is unknown whether there was patient involvement, however, it is clarified that if there was, there was no patient harm from the event.